Event description:
It was reported that a pericardial effusion occurred. The patient underwent a successful left atrial appendage (laa) closure procedure and a 30mm watchman laa closure device was implanted. Approximately four hours later while patient was in recovery, the patient complained of chest pain and shortness of breath. The patient was brought back to the lab and a pericardiocentesis was performed to drain 450cc of fluid. During the night, an additional 100cc of fluid was drained from the pericardium. The patient is stable and was discharged five days post procedure.